Event description:
A review of service data has detected a reportable event. During servicing of monitor (B)(4), which was returned for normal maintenance, it was discovered that the monitor would not power up. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. As received, the monitor would not power on. The cause of the failure to power on was a defective u104 component ((B)(4)). The cause of the defective u104 component cannot be positively identified but is suspected to be a cracked conductor or solder connection at, or near, one of the bga connections on the bottom of the u104 processor. The root cause of the intermittent connection is suspected to be excessive bending/flexing of the ca board near the u104 processor. No adverse event resulted from the defective u104 component. The last pt to use this monitor did not report any problems.